Manufacturer narrative:
On (B)(4) 2015, the customer reported that after completing a patient clinical procedure, when the raw data was reconstructed, a subdural hematoma was observed at the bone brain interface on a CT brain. The philips field service engineer (fse) stated that as a result of the finding of a subdural hematoma, the patient was rescanned on an magnetic resonance imaging (MRI) scanner. The MRI images did not display subdural hematoma and the radiologist then confirmed that the CT images displayed artifacts. The fse performed air calibration, bad detector check, and constancy test after the issue to confirm that the CT system was within manufacturers specification. The cause of the artifact could not be found and there has been no recurrence of this issue at the site since. The fse provided the dicom images and screenshots of the protocol selected for engineering evaluation. The raw data and bug reports were not provided. A philips research scientist reviewed the images and screenshots and stated that the screenshot of the complaint included shows a clear bright region at the skull boundary. Without raw data, it is not possible to confirm a cause or a full evaluation of the neighboring images to fully evaluate the image. The appearance shown in the screenshot does appear to be significant enough to warrant an additional diagnostic test such as the MRI performed to confirm the finding. The dicom images provided showed a similar appearance on neighboring slices with a similar anatomical structure. Based on the appearance of the artifact, the possible causes of the artifact are likely related to the artifact occurring at a location of the skull where there is a localized thin region that also has an indentation. This localized thinning of the skull could be a challenge for the algorithms designed to provide a clear interface between the actual bone and brain on the image that is free of beam hardening artifacts that cause bone glaring. The most likely contributing algorithms include beam hardening correction algorithms, scattered radiation, and off-focal radiation corrections. The appearance of the artifact suggests that the brightening is likely either caused by beam hardening from the thicker skull regions to either side of the thin area or by an over or under correction of the off-focal radiation leading to artificial brightening of the region directly adjacent to the bone. CT engineering determined this issue to be an acceptable risk. CT engineering stated this if this malfunction were to recur, it would not be likely to cause or contribute to death or serious injury because multiple design mitigations are implemented to avoid the risk of misrepresentation that might be caused by reconstruction or image processing leading to image artifacts. Also, physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service) and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing. The fse performed air calibration, bad detector check, and constancy test after the issue to confirm that the CT system was within manufacturers specification. The fse could not duplicate the issue at the site. Review of the dicom images by philips scientist stated that the appearance of the artifact suggests that the brightening is likely either caused by beam hardening from the thicker skull regions to either side of the thin area or by an over or under correction of the off-focal radiation leading to artificial brightening of the region directly adjacent to the bone.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that subdural hematoma was observed at the bone brain interface on a CT brain. The philips field service engineer (fse) stated that as a result of the finding of subdural hematoma, the patient was moved for an MRI scan. The MRI images did not display subdural hematoma and the radiologist then confirmed that the CT images displayed artifacts. The fse performed air calibration, bad detector check, and constancy test after the issue to confirm that the CT system was within manufacturers specification.